Manufacturer narrative:
H3: device evaluated by manufacturer: customer reports of thrombosis, stenosis, and calcification were confirmed. As received, valve was returned with part of the conduit partially attached around the valve. X-ray demonstrated wire-form intact and minimal calcification nodules on leaflet 3. Thrombotic material was observed on the inflow aspect of the leaflets. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 12mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the outflow aspect. Host tissue overgrowth and thrombotic material restricted leaflet mobility and led to stenosis. Part of the sewing ring was cut off around leaflets 2 and 3 and exposed the metal band underneath. Fragments of cut off sewing ring were returned. Multiple suture pledgets remained attached to the sewing ring around leaflet 2 on the inflow aspect. Multiple suture fasteners were also attached to the sewing ring around leaflets 1 and 2 on the outflow aspect of the valve. H10: additional manufacturer narrative: edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: added coding to section h6. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. Based on the available information, the progression of the patients underlying valvular disease pathology and comorbidities, combined with svd likely contributed to this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on oral anticoagulant to treat thrombosis. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 27mm 3300tfx aortic valve was explanted through a redo bentall procedure, after an implant duration of five (5) years, four (4) months due to chronically thrombosis, minimal calcification of the leaflets and stenosis. The patient presented with worsening dyspnea. The explanted valve was replaced with a non-ew valve. As reported, the patient is doing great. The patient was discharged home on pod # 5.